Event description:
A surgeon reported that an intraocular lens (iol) was explanted because the patient was unhappy with her vision and was unable to refract to good vision. Additional information was received from the surgeon, who reported the patient experienced constant blurred vision with no improvement. The event resolved with treatment (iol exchange). The patient also had a limbal relaxing incision during the initial surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).